Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted. The patient's concurrent conditions included intestinal adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, dilatation and curettage, novasure uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: date: (B)(6) 2018 procedures performed: 1. Diagnostic operative laparoscopy. 2. Lysis of adhesions. 3. Bilateral salpingectomy. 4. Chromopertubation. 5. Operative hysteroscopy. 6. Dilatation and curettage. 7. Nova5ure uterine ablation. S. Ultrasound guidance for ablation. 9. Cystoscopy. 10. Paracervical block quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted. The patient's concurrent conditions included intestinal adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, dilatation and curettage, novasure uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: date: (B)(6) 2018. Procedures performed: diagnostic operative laparoscopy. Lysis of adhesions. Bilateral salpingectomy. Chromopertubation. Operative hysteroscopy. Dilatation and curettage. Nova5ure uterine ablation. Ultrasound guidance for ablation. Cystoscopy. Paracervical block. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.